Manufacturer narrative:
The returned device was evaluated and the unexposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. Data review revealed no problem with the delivery of insulin to the user. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. In addition the patient reports the pod was leaking during wear. As treatment, the patient applied a new pod.